Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with acute chronic systolic congestive heart failure functional class iiib. The patient also experienced bilateral pleural effusions and weight gain. The patient was treated with diuretics, which improved the patients reported symptoms. The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.